Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power, low battery, weak battery or battery out limit alarms noted. Battery power bars show full bars. Unit had intermittent button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the customer had a battery out limit on the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer stated that they got weak battery alarm and buttons not responding. The customer was advised to discontinued the use of the insulin pump and revert to back up plan. The customer was advised that the insulin pump was going to be replaced. No further information was reported.